Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy, which was aggravated by the essure and would require a hysterectomy") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain, cramping"), menorrhagia ("prolonged menstruation, heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), headache ("headaches and/or migraines"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016, total laparoscopic hysterectomy). Essure was withdrawn. At the time of the report, the allergy to metals, abdominal pain, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, pain, fatigue, arthralgia, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered allergy to metals, abdominal pain, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, pain, fatigue, arthralgia, headache, migraine, hormone level abnormal and vaginal discharge to be related to essure. The reporter provided no causality assessment for abdominal distension with essure. The reporter commented: at the time, neither plaintiff, nor her healthcare providers attributed her symptoms to the device. It was determined in (B)(6) 2016, she had a nickel allergy, which was aggravated by the essure and would require a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: allergy test result was nickel allergy. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy, which was aggravated by the essure. Nickel allergy is a serious event due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, consumer reported that essure aggravated her nickel allergy and after six years and eight month of essure's insertion the consumer underwent a total laparoscopic hysterectomy. It is known that all patients should be counseled on the materials contained in the micro-insert prior to the insertion procedure, since essure insert consists of a nickel-titanium alloy which may cause allergic reactions. Considering the event's nature, causality between nickel allergy and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy, which was aggravated by the essure. Nickel allergy is a serious event due to medical significance and anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, consumer reported that essure aggravated her nickel allergy and after six years and eight month of essure's insertion the consumer underwent a total laparoscopic hysterectomy. It is known that all patients should be counseled on the materials contained in the micro-insert prior to the insertion procedure, since essure insert consists of a nickel-titanium alloy which may cause allergic reactions. Considering the event's nature, causality between nickel allergy and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), allergy to metals ("nickel allergy, which was aggravated by the essure and would require a hysterectomy"), menorrhagia ("prolonged menstruation, heavy, abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included aciclovir (acyclovir [aciclovir]), amfetamine sulfate (amphetamine salts), amitriptyline, butalbital, carvedilol, cetirizine hydrochloride (cetirizin), ciprofloxacin, clarithromycin, clobetasol, colecalciferol (vitamin d), dexamfetamine (dextroamphetamine), doxycycline, doxycycline (vibramycin), epinephrine (epipen), famciclovir, fluconazole, fluticasone, hydrochlorothiazide, hydrocodone, ibuprofen, lamotrigine (lamotrigin), lisdexamfetamine mesilate (vyvanse), loratadine (lotan), methylprednisolone acetate (methylprednis), metoclopramide, metronidazole, misoprostol, nadolol, nitrofurantoin, obetrol (adderall), ondansetron, oseltamivir (tamiflu), promethazine, retapamulin (altabax), rizatriptan, rizatriptan (maxalt), sumatriptan, tizanidine, triamcinolone, valaciclovir and valaciclovir hydrochloride (valtrex). In 2009, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2011, 1 year 10 months after insertion of essure, the patient experienced hypovitaminosis ("vitamin deficiency"). On (B)(6) 2015, the patient experienced headache ("headaches and/or migraines") and migraine ("headaches and/or migraines"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain, cramping"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal distension ("bloating"), arthralgia ("joint pain"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge") and cyst ("cyst"). The patient was treated with surgery (on (B)(6) 2016, total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016 and surgery (ablation on (B)(6)2009). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the allergy to metals, vaginal haemorrhage, abdominal pain, menstruation irregular, dysmenorrhoea, abdominal distension, arthralgia, hormone level abnormal, vaginal discharge, cyst, weight increased, hypovitaminosis and reproductive tract disorder outcome was unknown and the menorrhagia, dyspareunia, fatigue, headache, migraine and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, cyst, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypovitaminosis, menorrhagia, menstruation irregular, migraine, pelvic pain, reproductive tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the time, neither plaintiff, nor her healthcare providers attributed her symptoms to the device. It was determined in may of 2016, she had a nickel allergy, which was aggravated by the essure and would require a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Allergy test - in may 2016: nickel allergy quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia), cyst, weight gain, vitamin deficiency, hair loss and reproductive system disorder or condition. Ablation was done for menorrhagia. Event pain was updated to pelvic pain. Concomitant drugs added. Fup 2 and fup 3 processed together on (B)(6) 2018: fup 2 and 3 processed together incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), allergy to metals ("nickel allergy, which was aggravated by the essure and would require a hysterectomy"), menorrhagia ("prolonged menstruation, heavy, abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage in 2005. Previously administered products included for an unreported indication: macrobid, keflex, penicillamine, sulfacetamide sodium, erythromycin, ciprofloxacin, latex, erythromycin, sulfa, keflex, cephalexin, cipro, sorbitol and penicillin. Past adverse reactions to the above products included cardiac hypertrophy with erythromycin; hypersensitivity with cephalexin, cipro, erythromycin, keflex, latex, penicillin, sorbitol and sulfa; and urticaria with ciprofloxacin, keflex, macrobid, penicillamine and sulfacetamide sodium. Concurrent conditions included body mass index normal, low back pain, pollakiuria, burning sensation, dysuria, flank pain, back pain and depression. Concomitant products included aciclovir (acyclovir [aciclovir]), amfetamine sulfate (amphetamine salts), amitriptyline, butalbital, carvedilol, cetirizine hydrochloride (cetirizin), ciprofloxacin, clarithromycin, clobetasol, colecalciferol (vitamin d), dexamfetamine (dextroamphetamine), doxycycline, doxycycline (vibramycin), epinephrine (epipen), famciclovir, fluconazole, fluticasone, hydrochlorothiazide, hydrocodone, ibuprofen, lamotrigine (lamotrigin), lisdexamfetamine mesilate (vyvanse), loratadine (lotan), methylprednisolone acetate (methylprednis), metoclopramide, metronidazole, misoprostol, nadolol, nitrofurantoin, obetrol (adderall), ondansetron, oseltamivir (tamiflu), promethazine, retapamulin (altabax), rizatriptan, rizatriptan (maxalt), sumatriptan, tizanidine, triamcinolone, valaciclovir and valaciclovir hydrochloride (valtrex). In 2009, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2011, 1 year 10 months after insertion of essure, the patient experienced hypovitaminosis ("vitamin deficiency"). On (B)(6) 2015, the patient experienced migraine ("headaches and/or migraines") and headache ("headaches and/or migraines"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), cyst ("cyst"), arthralgia ("joint pain"), abdominal pain ("severe abdominal pain, cramping"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery (ablation on (B)(6) 2009). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the allergy to metals, vaginal haemorrhage, weight increased, reproductive tract disorder, hormone level abnormal, cyst, hypovitaminosis, arthralgia, abdominal pain, menstruation irregular, dysmenorrhoea, vaginal discharge and abdominal distension outcome was unknown and the menorrhagia, alopecia, fatigue, migraine, headache and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, cyst, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypovitaminosis, menorrhagia, menstruation irregular, migraine, pelvic pain, reproductive tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at the time, neither plaintiff, nor her healthcare providers attributed her symptoms to the device. It was determined in (B)(6) of 2016, she had a nickel allergy, which was aggravated by the essure and would require a hysterectomy. Patient with some pain, bloating, weight gain and other various symptoms that she attributes to her essure device due to a temporal relationship and testing positive for nickel allergy. She had thus desired removal of these devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Allergy test - in (B)(6) 2016: nickel allergy. Concerning the injuries in the case, the following ones were described in patient's medical records: migraines, allergy to metals, abdominal pain and bloating, pelvic pain, headaches, weight gain (obesity, class I or ii). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: reporter added, case became medically confirmed "yes", patient demographic details added, historical condition and concomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.